Manufacturer narrative:
(B)(4).

Event description:
This is report 3 of 3. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The patient was treated with antibiotics. On an unreported date, the patient was discharged. The patient was recovering.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Review of all batch record documents was performed for potentially associated lots h12j03034, h12j01053, h12l07031, h12l18046 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Same patient as (B)(4).